Event description:
This is a case that was reported to baxter on 25 november 2008 received from the hospital. He was connected to an r5c8303 h/c/ pro cassette. He had his dialysis stopped on finding a tear and leakage in the lines. There was potential patient harm due to the break in sterility, therefore the patient had a loading dose of antibiotics and remained infection free. Additional information regarding the fluid being infused at the time of the incident has been requested. The sample cassette has been returned and will be forwarded to the plant. The cassette has been returned with no outer wrapping, so it cannot be confirmed as the serial number quoted in the complaint form.